Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial and right ventricular channels. The noise was being oversensed. The paitent experienced dizziness within in the same month. It was noted that the patient was pacemaker dependent at the time. Technical services reviewed and noted this was electromagnetic interference. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. A supplemental report will be filed at the time of completion. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Pin gage testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited noise on the right atrial and right ventricular channels. The noise was being oversensed. The paitent experienced dizziness within in the same month. It was noted that the patient was pacemaker dependent at the time. Technical services reviewed and noted this was electromagnetic interference. The device remains in service. No adverse patient effects were reported. Additional information was received that the device was explanted. No additional adverse patient effects were reported.